Event description:
During adjustment of the light head, the light head loosened from the spring arm and started to fall down. The user managed to catch the light head to prevent it from falling directly on the pt. The light head touched the pt's head, but the hospital did not report any injuries.

Manufacturer narrative:
The maquet field rep visited the hospital and evaluated the device. He found that the safety sleeve that is used to secure the lighthead to the spring arm had broken. Resulting in the safety segment to get loose and allowing the lighthead to fall. He repaired the device. Maintenance of this light is not done by maquet. No record of the last maintenance has been presented. The technician determined that the wearing of this assembly was detectable by the users and that the incident was caused by a lack of verifications from the hospital. Hanaulux 2000 maintenance program (ref 4mk7 rev c) requests to verify that the sleeve is not worn. Hanaulux 2000 operating manual requests that the user inspects the device every six months with attention to cracks in plastic parts. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.